Event description:
It was reported that bd alaris pump module smartsite infusion set was separated the following information was received by the initial reporter with the following verbatim it was reported by the customer that primary line infusion set snapped and broke at the rubber junction that gets passed through the IV pump.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: the customer reported the set broke, and returned one set of material 2420-0007, lot 24095407. Upon visual examination, the complaint was verified and the issue was seen at the upper fitment of the pump segment. This silicon/upper fitment connection is made by a press fit, by a blue plastic ring retainer. There was no evidence of this ring retainer having been attached to the silicon. The manufacturing plant found the root cause for the separation issue to be related to mahine operator failure to follow correct procedure. The plant updated the pump chamber assembly procedure to indicate the machines flow will not start until the machine checklist has been completed. The procedure was also updated with more robust cleaning procedures for the pump chamber assembly procedure. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
Sample.